Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 23-mar-2023. Bd received 2 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle foreign matter was discovered. The following information was provided by the initial reporter, translated from chinese to english: 1 needle had fm at flashback chamber.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle foreign matter was discovered. The following information was provided by the initial reporter, translated from chinese to english: 1 needle had fm at flashback chamber.